Event description:
It was reported from colombia that during routine maintenance/testing, it was observed that the motor device had no blocks in safe. It was further reported that the lock on the motor device was engaged. During in-house engineering evaluation, it was observed that the device was power broken and had low rotations per minute (rpm). The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reported stated that the event occurred on (B)(6) 2014; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which found the device was power broken and had low rotations per minute (rpm). The device was disassembled which found the driveshaft was broken and locking components were worn out. It was determined that this type of damage was indicative of excessive side loading causing the driveshaft to break. It was determined that the worn locking components were due to running the device in the load position. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.